Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. The site experienced another error 64 message during registration. The system was rebooted and functionality was restored. The site was able to use the previous registration and move forward with the procedure. The issue resulted in an approximate delay of one minute. There was no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(4). Software analysis determined that the logs were reviewed and observed segfault in the libnvidia. Crash was observed while invoking mre::details::default shader storage buffer object from the function initialize() in the defaultshaderstoragebufferobject.cpp. This issue is consistent with a known software issue. If information is provided in the future, a supplemental report will be issued.